Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that a loose setscrew on the implantable cardioverter defibrillator (ICD) was causing high lead impedance. The pocket was opened and the lead connector pin was easily pulled out. The setscrew was tightened and the ICD remains in use. No patient complications have been reported as a result of this event.